Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she started alarm check settings and could not clear the alarm. The customer was helped with setting up the correct time and date. The customer cleared the check settings alarm. The customer was unable to troubleshoot since she was not using the 7 series pump and already changed out the infusion set.